Manufacturer narrative:
Continued h.6. (Health effect- clinical code): f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported a device removal. This record relates to the left side. Healthcare professional later reported capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Calcification: observed calcification on the device. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a device removal. This record relates to the left side. Healthcare professional later reported capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported a device removal. This record relates to the left side. Healthcare professional later reported capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Calcification: observed calcification on the device additional observations: deformation device observed on the device.